Manufacturer narrative:
The affected product meets both dimensional and performance characteristics. The investigation into root cause remains in process. Product labeling indicates "... Potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra and vascular or visceral injury."

Event description:
Initial surgery occurred on (B)(6) 2010. Patient diagnosis unknown. Procedure type noted to be open transforaminal interbody fusion at l4-l5. Post-surgery (date unknown) the patient reportedly felt a "pop"; radiograph noted a separation of the tulip from the screw shank at l5. Revision surgery was performed on (B)(6) 2010. The screw was replaced at that time without complication.